Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented the number of turns to extend and retract the helix is greater than specification due to the helix being bent during the attempted r e-implant. This is not a lead failure.

Event description:
It was reported that during the process to re-implant the right ventricular (rv) lead in a more traditional position following complaint of pain from the patient based on the original implanted lateral position, the helix on the lead would not extend far enough. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.